Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality and also intermittently prevented the system from booting successfully. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections were evaluated, cleaned and then reseated. The sbc cpu assembly was also replaced during the service event. The system was tested and found to be working as intended and returned to service.